Event description:
Two leads were returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately sixteen days post implant of the leads approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.